Event description:
I have the philips dreamstation CPAP. Since before the recall was sent, I have been experiencing headaches, sinus pressure/congestion, chest pain, shortness of breath, fatigue, cough, and a change in my voice. Since the recall, it has still been getting worse. To the point that I struggle to get words out. FDA safety report ID # (B)(4).